Manufacturer narrative:
The lb53 light handle cover subject of the reported event unit was discarded and replaced with a new unit. Based on the description of the reported event, the likely cause of the reported detachment would be attributed to incorrect or incomplete installation of the cover by user facility personnel. The recommended instructions for installation of the lb53 light handle cover product is documented within the applicable steris surgical lighting system's operator manual. The relevant operator manual is provided with every steris surgical lighting system sold. Steris offered in-service training to the user facility on the proper use and operation of the lb53 light handle cover specifically, proper installation practices; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their lb53 light handle cover detached and fell into the sterile field. The procedure was completed successfully. No report of injury.